Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 5140837 / 5141296, model/catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that following an implant procedure, the patient developed an infection at the pocket site. Symptom was redness on the site. The physician believed that the infection was not procedure related and the cause was unknown. The patient was prescribed antibiotics and underwent an explant procedure.